Manufacturer narrative:
Date of event has been estimated. Date of implant has been estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Literature attachment: absorb bioresorbable vascular scaffold outcomes following implantation with routine intravascular imaging guidance. The additional adverse patient effects referenced are being filed under a separate medwatch report #.na - attachment: [absorb bioresorbable vascular scaffold outcomes following implantation.pdf].

Event description:
It was reported through a research article identifying absorb bioresorbable vascular scaffold (bvs) that may be related to the following: under-expansion, malapposition, edge dissection, thrombus and or plaque protrusion, scaffold fracture, and intramural hematoma. As this is a summary of data reported from a research article, individual patient information regarding patient weight and relevant history could not be provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na